Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was explanted due to the shunt not draining properly. According to the report, the patient was experiencing enlarged ventricles and decreased mentation. Reportedly, there was no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.